Manufacturer narrative:
The x-ray and product was returned for evaluation. Visual inspection of the fracture condition was confirmed. It was also observed that the screw hex was damaged. The lot number for the screw was not provided and therefore a device history record review could not be completed. Visual inspection did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The doctor reported that the abutment screw fractured six years post restoration.